Event description:
It was reported that the pt underwent a posterior repair procedure in 2006. Post operatively, the pt developed a falling hct and a hematoma which protruded out the introitus on the left. The pt was taken to the operating room and the hematoma was evacuated. No definitive bleeding site could be identified so the vagina was reclosed with the mesh left in place and the pt was returned to the operating room again for exploration. A second embolization was performed. The pt was transfused with twelve units of packed red cells as well as fresh frozen plasma. The pt was on a ventilator for two days and was released after eight days in the hosp. The pt is ambulating adequately but with pain in the left buttock. The physician is not clear whether the bleeding occurred from dissection or trocar placement as the unexpected bleeding was not seen at the original surgery.